Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a keyboard issue. The field service engineer replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed keyboard.the customer stated that pyxis needs to be restarted to for keyboard keys to work properly but after a short time after restarting keys will go back to not responding.there were no adverse events or injuries reported based on this event.